Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
The surgical nurse noticed that the robotic arm not being in the home position following a post-operatively cleaning. The rosa was powered off without the arm having been returned to the home position. The surgeon and the medtech technician restart the robot twice and attempted to drive to a trajectory. Both times the rosa reported a communication failure and shutdown (the emergency stop button was not depressed)

Manufacturer narrative:
The investigation performed on the data log pointed out that the device worked as intend, no failure detected.